Manufacturer narrative:
Method: the sample will not be returned to the manufacture for an evaluation and investigation. Results: the lot number was not provided; therefore, the device history records could not be reviewed. Conclusions: it is unknown whether resistance was met during the catheter removal. There's no information if the catheter might have been sutured through. No conclusion can be drawn. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: unknown, fill volume: not applicable, flow rate: not applicable, procedure: lap right hemicolectomy, cathplace: abdomen. It was reported that two catheters where removed from a patient's abdomen, one catheter came out with a black tip and the second one did not have a black tip present. An x-ray was taken after the incident and catheter remnant was not revealed. At this time, intervention is not planned. The patient is reported to be doing well with no injury related to the incident. The sample is not available for return and lot number is not available. {additional information provided (B)(6) 2013 by risk management}. X-ray showed no evidence of a foreign body. As a result we cannot be sure that any portion of the catheter was left inside the patient. The incident was reported by way of voluntary report to FDA. A voluntary maude report was received by I-flow on (B)(6) 2013. ((B)(4)).